Event description:
It was reported that the micromanipulator axis is not aligned properly, and the focus knob does not turn smoothly. There was no patient involved with the event.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. However, the device was serviced by a field service engineer at the customer's facility. Inspection of the device identified an issue with the adjustment knob inside the barrel of the micromanipulator. The part is not replaceable, so the micromanipulator will be replaced. The console that the micromanipulator is connected to works per boston scientific specifications.

Event description:
It was reported that the micromanipulator axis is not aligned properly, and the focus knob does not turn smoothly. There was no patient involved with the event.